Event description:
Procedure was underway and a tympanostomy had been performed. The medtronic skeeter ultra-lite drill was handed to the surgeon who had elected to do a stapedectomy. The drill tip crimped shut and was unable to pass the bit. The procedure had to be aborted.